Event description:
It was reported that a fan failure occurred on the apexpro telemetry server (ats) with resulting hard drive failure, causing an intermittent loss of monitoring for 16 patients. Ge field service reset the system and the system rebooted itself. Ge field service then removed the power cord from the ats for approximately 10 seconds and plugged it back in. The system booted up and remained operational. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.